Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was told her ins would last 5-7 years but it only lasted 2.5 years. The patient stated that the reason she got the ins was her being in an accident, which also injured her shoulder, and her doctor thought the injured shoulder would prevent recharging, so a primary cell ins was implanted. The patient stated the ins had been replaced with a rechargeable ins as her shoulder got better. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and chronic low back pain.